Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received one iag 18ga unit from lot number 5355581. Package was partially opened, but this is the basis of the complaint. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at the bottom of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. (B)(4) has been opened. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter had a "broken seal". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "broken seal". There was no report of exposure, injury, or medical intervention.